Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5 vdc power supply was evaluated and adjusted to the optimal operating voltage. The single board computer (sbc) assembly, display adapter pcb, systems interface pcb, and image processor pcb were reseated during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to boot, displayed an error and exhibited intermittent system functionality. No patient serious injury or death was reported related to this event.